Manufacturer narrative:
The affected devices were returned and evaluated. Dimensional inspections were attempted; however several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. In addition, the research and development team performed a visual and macroscopic examination which revealed deformation on both inserts on the anterior surface, indicative of multiple insertion attempts. Deformation was also noted, on both inserts, on the distal-anterior surface, again representative of multiple insertion attempts. The anterior lock of both inserts was also damaged, as noted by the rounded edge of the lock detail. Due to deformation at multiple inspection points, all measurements of the lock detail could not be performed. The locking details that were able to be measured were within specification. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported the product malfunctioned.